Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2011, inratio: 7.5, reference (doctor's meter): 4.9. Date: (B)(6) 2011, inratio: 5.7, reference (doctor's meter): 3.0. His target is 2.0-3.0. He confirmed he had been having issues with testing on his meter, getting errors nes but blood was full in all 3 channels. He had been testing on the meter for about 4-5 yrs now and never had issues with high results.